Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023. H6: investigation summary. It was reported the IV was manufactured without the standard white clamp on the line. To aid in the investigation, one used sample and three photos were provided for evaluation by our quality team. A visual inspection was performed, and the pinch clamp is not present on the device and not observed on the returned unit in the photo. This type of defect is associated with the manufacturing process. A device history record review was completed for provided material number 383579, lot 2186277. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records, all the inspections of the sampling plan met the acceptance criteria. Based on the investigation, bd was able to confirm the defect.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced tubing clamp missing. The following information was provided by the initial reporter: the defective product was removed from a new package the white clamp was not on the line. It is not that the white clamp had fallen off in any way, it simply was not there to begin with.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced tubing clamp missing. The following information was provided by the initial reporter: the defective product was removed from a new package ¿ the white clamp was not on the line. It is not that the white clamp had fallen off in any way, it simply was not there to begin with.